Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the shock lead impedance measurements of this right ventricular (rv) lead was 126 ohms, which was out-of-range. Technical services (ts) discussed troubleshooting with health care professional (hcp) including device reprogramming and commanded shock test. Recently, the patient passed away and the cardiac resynchronization therapy defibrillator (crt-d) and a portion of the lead were explanted post-mortem. Both products were received for analysis.

Event description:
It was reported that the shock lead impedance measurements of this right ventricular (rv) lead was 126 ohms, which was out-of-range. Technical services (ts) discussed troubleshooting with health care professional (hcp) including device reprogramming and commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service.